Event description:
Reporter stated that in 2004, the pt experienced high blood glucose (result="hi"). Pt phoned doctor who advised giving 30 u of insulin -- pt followed doctor's suggestion. Subsequent calls to doctor were made due to high blood glucose continuing, so pt was placed in the hospital ICU (pt's blood glucose at hospital was 900 mg/dl). Pt was treated with IV (content of IV was not specified). Pt was still in ICU at time of report.